Manufacturer narrative:
Reported event of device dislodgment could not be confirmed. Visual inspection noted no anomaly in the helix; the helix length was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the leadless pacemaker dislodged after being released during an implant procedure. The device migrated to the right atrium and was then successfully retrieved, and a new one was implanted. The patient was stable.